Event description:
See user facility medwatch. (B)(4).

Manufacturer narrative:
The surgical table was repaired by the customer. A steris service technician inspected the table, and found it to be operational. The cause of the event is attributable to age related failure. The power supply has been replaced. The table has been returned to service.